Event description:
A cartridge alarm was reported during the load process, and it did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer was advised to use a backup therapy to ensure insulin delivery was not interrupted, and tandem technical support confirmed the need to replace the pump. Instructions were given for putting the faulty pump into storage mode and for returning it. A replacement pump was sent to the customer, who acknowledged understanding the steps needed upon receiving it.